Event description:
Pt went to surgery around 0700. At around 0952, the anesthesiologist noted that the pt's blood pressure was dropping. The anesthesiologist gave meds to increase the blood pressure but the pt's blood pressure did not respond. Pt was checked and it was found that the pt was bleeding from the IV site that had become disconnected. IV was reconnected and IV solution given to increase blood pressure. A hct was taken and surgery was continued until finished. Pt was watched carefully for the rest of thd day and discharged the following morning.